Manufacturer narrative:
Concomitant product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that her pump went dry near the end of (B)(6) 2015. The patient was taking oral dilaudid, 4 mg/day. The patient stated the oral meds were "killing them" and were "awful on their stomach." The patient wanted to use the pump again because when she gets intrathecal delivery, she "doesn't hurt like she does now." This was a sudden change in symptoms. She had to wake up and take pain medication and did not have to do that with the pump. The pump was currently empty, but was previously being used to deliver dilaudid at a concentration of 40 mg/ml and a dose of 14.268 mg/day. Actions/interventions taken were unknown. The lot number was unknown. The patient's outcome was unknown. The indication for use was non-malignant pain. Follow up was being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the pump was alarming and the pump had been dry since june. The patient stated it was beeping every 5 minutes. The patient stated she "knows the pump needs to be replaced but she cannot find a doctor who will replace and then manage the pump". The patient had been unable to find a physician since relocating. The patient had been given medication by pain management but per the patient "it's not the same as the pump". The patient was experiencing pain and was going to get cortisone injections in both of their knees.